Manufacturer narrative:
The end user returned home and parked her chair near the window, the backrest fell backwards smashing the window. Client waited until shattered glass stopped falling, and then moved forward in the wheelchair and called for help. Carers have repositioned the backrest and tightened the bolts that secure it in place. Client did not contact the wheelchair services at the time of the incident. Damage to client's property rehabilitation engineer applied locktite to bolts securing the backrest and re-tightened these. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).

Event description:
The end user returned home and parked her chair near the window, the backrest fell backwards smashing the window. Client waited until shattered glass stopped falling, and then moved forward in the wheelchair and called for help. Carers have repositioned the backrest and tightened the bolts that secure it in place. Client did not contact the wheelchair services at the time of the incident. Damage to client's property rehabilitation engineer applied locktite to bolts securing the backrest and re-tightened these. The pronto m41 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).